Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during placement of the port, the introducer sheath was allegedly unable to insert. It was further reported that once removed from the patient the introducer sheath was allegedly bent and the sheath tip was damaged. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one introducer sheath and dilator were returned for evaluation. The dilator was returned inside the sheath. The entire introducer assembly was bent, with creasing noted on the sheath. Additionally, damage was noted to the distal tip of the sheath. No anomalies were noted to the distal tip of the dilator. Based on these findings, the investigation is confirmed for the reported sheath damage. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damage during unpackaging, damage during shipping/handling, steep insertion angle and too small of an incision. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during placement of the port, the introducer sheath was allegedly unable to insert. It was further reported that once removed from the patient the introducer sheath was allegedly bent and the sheath tip was damaged. There was no reported patient injury.